Event description:
Related manufacturer reference number: 2017865-2022-15610. It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022 with a complaint of blacking out. During examination of the right ventricular (rv) lead, it was noted that the pacing lead impedance was low and out of range. The patient had syncope. Physician explanted the rv lead and replaced it on (B)(6) 2022. Even after the explant the problem persisted, the physician suggested explanting and replacing the pacemaker to resolve the impedance and syncope issue. The pacemaker was explanted and replaced on (B)(6) 2022 as well. The patient was in stable condition.

Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, the device had normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. Functional tests were performed, including impedance testing, which indicated low ventricular lead impedance issues. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.